Event description:
Customer reported to have received a software error alarm during bolus delivery. Customer attempted to change batteries, but insulin pump did not turn back on. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.